Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when placing the load in the appendix on a laparoscopic appendectomy, the surgeon noticed that the load did not close. The load was very open. A new load was opened to complete the case. There was no patient injury.